Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #2 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard device #2. Additional emdr were submitted to represent the bard device #1 and bard device #3. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6): the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (B)(6): the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). (B)(6): the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #3). Ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the [atient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #3). Ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with right direct and indirect inguinal hernia thereby underwent open hernia repair with the implant of perfix plug (device #1). Per operative notes, "large lipoma of the spermatic cord was noted and dissected free from the hernia sac and excised. The hernia sac was removed and a perfix plug (device #1) was placed in the internal ring and sutured. The inguinal floor was reinforced with on-lay mesh and sutured." (B)(6) 2011 - patient was diagnosed with reducible recurrent incisional hernia and supraumbilical midline hernia thereby underwent open hernia repair with the implant of ventralex mesh (device #2). Per operative notes, "the fascial defect was noted at base of the umbilical skin. The peritoneal cavity was entered, the redundant sac material was resected. The defect was very tiny. A small ventralex mesh (device #2) was placed in peritoneal cavity and sutured." (B)(6) 2011 - patient was diagnosed with reducible recurrent incisional hernia and supraumbilical midline hernia thereby underwent open hernia repair with the implant of composix kugel mesh (device #3) and removal of mesh (device #2). Per operative notes, "the right side of the patch (device #2) had become detached from the mooring point to the fascia. An extensive hernia sac was resected all way down to the fascia. The ventralex patch (device #2) was removed completely. A small definite incisional hernia was noted below the umbilicus. The two fascial defects were combined and a small oval composix kugel patch (device #3) was placed into the peritoneal cavity. And sutured." (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent open hernia repair with implant of biological mesh, removal of mesh (device #3) and small bowel resection. Per operative notes, "dense adhesions of small bowel intimately adhesed to the mesh (device #3). The bowel was freed from the mesh and was removed entirely. The mesh was excised completely with hernia sac. A small bowel anastomosis was performed. A small portion of bowel was resected and a side-to-side functional end to end anastomosis was performed. A biologic mesh was placed and sutured." Attorney alleges that the patient had adhesions, pain, bowel removal, hernia recurrence and emotional injuries. It is also alleged that the patient had lack of incorporation, scarring, multiple recurrent hernias, chronic inflammation, giant cell reaction, small bowel adhesed to the mesh, serosal adhesions and multiple surgical procedures.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #2 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. This supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of ventralex mesh, patient was diagnosed with inflammation, fibrosis, mesh migration and hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists inflammation, mesh migration and hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. Updated fields: d.6b (date of explant), e1 (complainant name), g4 (PMA/510(k)), h4 (manufacturing date). This supplemental emdr represents the mesh ¿ ventralex (device #2). Additional supplemental emdr's were submitted to represent the perfix plug (device #1) and mesh ¿ composix kugel (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.